Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/the coils can be deeply embedded inside the uterus.'), fallopian tube perforation ('perforation (fallopian tube(s))') and device breakage ('essure coil fragments is a 6 cm long 0.4 cm diameter disrupted fimbriated fallopian tube/essure coil fragments consists of two pieces of fimbriated') in a 32-year-old female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. Concurrent conditions included vaginal discharge, hypertension, morbid obesity, gerd, vaginal bleeding, dizzy, constipation, itchy eyes, chest pain, headache, cough, headache, cough, shortness of breath, leg edema, lightheadedness, allergic rhinitis, gestational diabetes mellitus and allergic conjunctivitis. Concomitant products included venlafaxine for depression and anxiety, famotidine since (B)(6) 2011 for gerd as well as ascorbic acid;calcium gluconate;calcium pantothenate;calcium phosphate;cyanocobalamin;ergocalciferol;ferrous fumarate;folic acid;magnesium phosphate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol (vitamin 15) from july 2011 to september 2011, cetirizine hydrochloride (cetrizine)15-sep-2011 to november 2017, ferrous sulfate since (B)(6) 2011, hydrocodone from july 2011 to september 2011, hyoscine (scopolamine) from april 2013 to october 2013, ibuprofen from july 2011 to september 2011, iron preparations, loratadine, omeprazole, ranitidine from july 2011 to september 2011 and valsartan (cosartan). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 18 days after insertion of essure. In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish\anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), rash ("rashes") and urticaria ("hives"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and complication of device insertion ("insertion injury"). The patient was treated with atorvastatin, hydrochlorothiazide, insulin, labetalol, losartan, metformin, nifedipine, nsaids, olopatadine, paracetamol (acetaminophen) and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, menstrual disorder, hypersensitivity, vulvovaginal mycotic infection, depression, anxiety, rash, urticaria, dysmenorrhoea, bacterial vaginosis, complication of device insertion, migraine and headache outcome was unknown, the fatigue was resolving and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bacterial vaginosis, complication of device insertion, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on hysteroscopy, right and left ostia noted. Four trailing coils from right tubal ostia. 7 trailing coils from left ostia.4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results:total bilateral occlusion; on (B)(6) 2012: results: evidence of occlusion of bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, fungal infection, depression, menorrhagia,weight problem, headache, anxiety,pelvic pain, device breakage. Lot number:678812. Manufacturing date:2009/09. Expiration date:2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/the coils can be deeply embedded inside the uterus."), fallopian tube perforation ("perforation (fallopian tube(s)" and device breakage ("essure coil fragments is a 6 cm long 0.4 cm diameter disrupted fimbriated fallopian tube/essure coil fragments consists of two pieces of fimbriated") in a 32-year-old female patient who had essure (batch no: 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. Concurrent conditions included vaginal discharge, hypertension, morbid obesity, gerd, vaginal bleeding, dizzy, constipation, itchy eyes, chest pain, headache, cough, headache, cough, shortness of breath, leg edema, lightheadedness, allergic rhinitis, gestational diabetes mellitus and allergic conjunctivitis. Concomitant products included iron preparations and omeprazole. On (B)(6) 2011, the patient had essure inserted. In january 2012, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"), 11 months 11 days after insertion of essure. In november 2012, the patient experienced pelvic pain ("pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2013, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes") and urticaria ("hives"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), complication of device insertion ("insertion injury") and vaginal discharge ("vaginal discharge"). The patient was treated with atorvastatin, hydrochlorothiazide, insulin, labetalol, losartan, metformin, nifedipine, nsaids, olopatadine, paracetamol (acetaminophen), venlafaxine and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, menstrual disorder, hypersensitivity, vulvovaginal mycotic infection, depression, anxiety, rash, urticaria, dysmenorrhoea, bacterial vaginosis, vaginal infection, complication of device insertion and vaginal discharge outcome was unknown and the fatigue, pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered anxiety, bacterial vaginosis, complication of device insertion, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, rash, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on hysteroscopy, right and left ostia noted. Four trailing coils from right tubal ostia. 7 trailing coils from left ostia.4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results:total bilateral occlusion; on (B)(6) 2012: results: evidence of occlusion of bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, fungal infection, depression, menorrhagia,weight problem,headache, anxiety,pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs received- new event vaginal discharge were added. Medical history and treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/the coils can be deeply embedded inside the uterus.'), fallopian tube perforation ('perforation (fallopian tube(s))') and device breakage ('essure coil fragments is a 6 cm long 0.4 cm diameter disrupted fimbriated fallopian tube/essure coil fragments consists of two pieces of fimbriated') in a 32-year-old female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. Concurrent conditions included vaginal discharge, hypertension, morbid obesity, gerd, vaginal bleeding, dizzy, constipation, itchy eyes, chest pain, headache, cough, headache, cough, shortness of breath, leg edema, lightheadedness, allergic rhinitis, gestational diabetes mellitus and allergic conjunctivitis. Concomitant products included venlafaxine for depression and anxiety, famotidine since (B)(6) 2011 for gerd as well as ascorbic acid;calcium gluconate;calcium pantothenate;calcium phosphate;cyanocobalamin;ergocalciferol;ferrous fumarate;folic acid;magnesium phosphate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol (vitamin 15) from (B)(6) 2011 to (B)(6) 2011, cetirizine hydrochloride (cetrizine) (B)(6) 2011 to (B)(6) 2017, ferrous sulfate since (B)(6) 2011, hydrocodone from (B)(6) 2011 to (B)(6) 2011, hyoscine (scopolamine) from (B)(6) 2013 to (B)(6) 2013, ibuprofen from (B)(6) 2011 to (B)(6) 2011, iron preparations, loratadine, omeprazole, ranitidine from (B)(6) 2011 to (B)(6) 2011 and valsartan (cosartan). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 18 days after insertion of essure. In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish\anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), rash ("rashes") and urticaria ("hives"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), complication of device insertion ("insertion injury"), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("painful intercourse "). The patient was treated with atorvastatin, hydrochlorothiazide, insulin, labetalol, losartan, metformin, nifedipine, nsaids, olopatadine, paracetamol (acetaminophen) and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, menstrual disorder, hypersensitivity, vulvovaginal mycotic infection, depression, anxiety, rash, urticaria, dysmenorrhoea, bacterial vaginosis, complication of device insertion, migraine, headache, abdominal pain, back pain and dyspareunia outcome was unknown, the fatigue was resolving and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, complication of device insertion, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on hysteroscopy, right and left ostia noted. Four trailing coils from right tubal ostia. 7 trailing coils from left ostia.4 trailing coils on the right side. Discrepancy noted in essure insertion date: (B)(6) 2011 and removal date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results:total bilateral occlusion; on (B)(6) 2012: results: evidence of occlusion of bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, fungal infection, depression, menorrhagia,weight problem, headache, anxiety,pelvic pain, device breakage. Lot number:678812 manufacturing date:2009/09 expiration date:2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: events added: abdominal pain, back pain, painful intercourse. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/the coils can be deeply embedded inside the uterus."), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("essure coil fragments is a 6 cm long 0.4 cm diameter disrupted fimbriated fallopian tube/essure coil fragments consists of two pieces of fimbriated") in a 32-year-old female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. Concurrent conditions included vaginal discharge, hypertension, morbid obesity, gerd, vaginal bleeding, dizzy, constipation, itchy eyes, chest pain, headache, cough, headache, cough, shortness of breath, leg edema, lightheadedness, allergic rhinitis and gestational diabetes mellitus. Concomitant products included ferrous sulfate (ferrous sulphate) and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes") and urticaria ("hives"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and complication of device insertion ("insertion injury"). The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, menstrual disorder, hypersensitivity, vulvovaginal mycotic infection, depression, anxiety, rash, urticaria, dysmenorrhoea, bacterial vaginosis, vaginal infection and complication of device insertion outcome was unknown and the fatigue, pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered anxiety, bacterial vaginosis, complication of device insertion, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, rash, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on hysteroscopy, right and left ostia noted. Four trailing coils from right tubal ostia. 7 trailing coils from left ostia.4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded; on (B)(6) 2012: evidence of occlusion of bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, fungal infection, depression, menorrhagia,weight problem,headache, anxiety,pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/the coils can be deeply embedded inside the uterus."), fallopian tube perforation ("perforation (fallopian tube(s)" and device breakage ("essure coil fragments is a 6 cm long 0.4 cm diameter disrupted fimbriated fallopian tube/essure coil fragments consists of two pieces of fimbriated") in a 32-year-old female patient who had essure (batch no: 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. Concurrent conditions included vaginal discharge, hypertension, morbid obesity, gerd, vaginal bleeding, dizzy, constipation, itchy eyes, chest pain, headache, cough, headache, cough, shortness of breath, leg edema, lightheadedness, allergic rhinitis, gestational diabetes mellitus and allergic conjunctivitis. Concomitant products included venlafaxine for depression and anxiety, famotidine since on (B)(6) 2011 for gerd as well as ascorbic acid; calcium gluconate ;calcium pantothenate; calcium phosphate; cyanocobalamin; ergocalciferol; ferrous fumarate; folic acid; magnesium phosphate; nicotinamide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochlo ride; tocopherol (vitamin 15) from on (B)(6) 2011, cetirizine hydrochloride (cetrizine) on (B)(6) 2011 to on (B)(6) 2017, ferrous sulfate since on (B)(6) 2011, hydrocodone from on (B)(6) 2011, hyoscine (scopolamine) from on(B)(6) 2013, ibuprofen from on (B)(6) 2011, iron preparations, loratadine, omeprazole, ranitidine from on (B)(6) 2011 and valsartan (cosartan). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 18 days after insertion of essure. On (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish\anxiety") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"), rash ("rashes") and urticaria ("hives"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and complication of device insertion ("insertion injury"). The patient was treated with atorvastatin, hydrochlorothiazide, insulin, labetalol, losartan, metformin, nifedipine, nsaids, olopatadine, paracetamol (acetaminophen) and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, menstrual disorder, hypersensitivity, vulvovaginal mycotic infection, depression, anxiety, rash, urticaria, dysmenorrhoea, bacterial vaginosis, vaginal infection, complication of device insertion, vaginal discharge, migraine and headache outcome was unknown and the fatigue, pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered anxiety, bacterial vaginosis, complication of device insertion, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on hysteroscopy, right and left ostia noted. Four trailing coils from right tubal ostia. 7 trailing coils from left ostia.4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results:total bilateral occlusion; on (B)(6) 2012: results: evidence of occlusion of bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, fungal infection, depression, menorrhagia,weight problem, headache, anxiety,pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-feb-2019: pfs received: events-migraines, headaches were added. Lab test was added. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/the coils can be deeply embedded inside the uterus."), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("essure coil fragments is a 6 cm long 0.4 cm diameter disrupted fimbriated fallopian tube/essure coil fragments consists of two pieces of fimbriated") in a 32-year-old female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. Concurrent conditions included vaginal discharge, hypertension, morbid obesity, gerd, vaginal bleeding, dizzy, constipation, itchy eyes, chest pain, headache, cough, headache, cough, shortness of breath, leg edema, lightheadedness, allergic rhinitis and gestational diabetes mellitus. Concomitant products included ferrous sulfate (ferrous sulphate) and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes") and urticaria ("hives"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and complication of device insertion ("insertion injury"). The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (underwent hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, menstrual disorder, hypersensitivity, vulvovaginal mycotic infection, depression, anxiety, rash, urticaria, dysmenorrhoea, bacterial vaginosis, vaginal infection and complication of device insertion outcome was unknown and the fatigue, pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered anxiety, bacterial vaginosis, complication of device insertion, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, rash, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on hysteroscopy, right and left ostia noted. Four trailing coils from right tubal ostia. 7 trailing coils from left ostia.4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded; on (B)(6) 2012: evidence of occlusion of bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, fungal infection, depression, menorrhagia,weight problem,headache, anxiety,pelvic pain, device breakage. Most recent follow-up information incorporated above includes: on 12-sep-2018: mr received.event: device breakage were added.fu 3 and 2 were processed together.lot no. Were added.lab data were added. On 13-sep-2018: pfs received.:event: insertion injury were added.event outcome were updated.concomitant drugs were added.fu 3 and 2 were processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") and fallopian tube perforation ("perforation (fallopian tube(s))") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. Concurrent conditions included vaginal discharge. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes") and urticaria ("hives"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, hypersensitivity, fatigue, fungal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, urticaria, dysmenorrhoea, bacterial vaginosis and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, fungal infection, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, rash, urticaria, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, fungal infection, depression, menorrhagia. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs and medical record received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginosis, vaginal infection, yeast infection, depression, mental anguish, rashes, hives, dysmenorrhea (cramping), perforation (fallopian tube(s)) were added. New reporter, patient information, treatment drug, concomitant and historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/the coils can be deeply embedded inside the uterus.'), fallopian tube perforation ('perforation (fallopian tube(s))') and device breakage ('essure coil fragments is a 6 cm long 0.4 cm diameter disrupted fimbriated fallopian tube/essure coil fragments consists of two pieces of fimbriated') in a 32-year-old female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. Concurrent conditions included vaginal discharge, hypertension, morbid obesity, gerd, vaginal bleeding, dizzy, constipation, itchy eyes, chest pain, headache, cough, headache, cough, shortness of breath, leg edema, lightheadedness, allergic rhinitis, gestational diabetes mellitus and allergic conjunctivitis. Concomitant products included venlafaxine for depression and anxiety, famotidine since (B)(6) 2011 for gerd as well as ascorbic acid;calcium gluconate;calcium pantothenate;calcium phosphate;cyanocobalamin;ergocalciferol;ferrous fumarate;folic acid;magnesium phosphate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol (vitamin 15) from (B)(6) 2011 to (B)(6) 2011, cetirizine hydrochloride (cetrizine) (B)(6) 2011 to (B)(6) 2017, ferrous sulfate since (B)(6) 2011, hydrocodone from (B)(6) 2011 to (B)(6) 2011, hyoscine (scopolamine) from (B)(6) 2013 to (B)(6) 2013, ibuprofen from (B)(6) 2011 to (B)(6) 2011, iron preparations, loratadine, omeprazole, ranitidine from (B)(6) 2011 to (B)(6) 2011 and valsartan (cosartan). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 18 days after insertion of essure. In january 2012, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish\anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), rash ("rashes") and urticaria ("hives"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and complication of device insertion ("insertion injury"). The patient was treated with atorvastatin, hydrochlorothiazide, insulin, labetalol, losartan, metformin, nifedipine, nsaids, olopatadine, paracetamol (acetaminophen) and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, menstrual disorder, hypersensitivity, vulvovaginal mycotic infection, depression, anxiety, rash, urticaria, dysmenorrhoea, bacterial vaginosis, complication of device insertion, migraine and headache outcome was unknown, the fatigue was resolving and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bacterial vaginosis, complication of device insertion, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on hysteroscopy, right and left ostia noted. Four trailing coils from right tubal ostia. 7 trailing coils from left ostia.4 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results:total bilateral occlusion; on (B)(6) 2012: results: evidence of occlusion of bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, fungal infection, depression, menorrhagia,weight problem, headache, anxiety,pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, vaginal hemorrhage, menorrhagia, vaginal discharge, vaginal infection were updated as recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.